Manufacturer narrative:
Failure investigation (fi) lab received the gas delivery system (gds) assembly for evaluation. Visual inspection of the returned gds assembly revealed no evidence of damage or contamination. Fi technician installed the gds assembly into the fi test ventilator and performed operational tests and the ventilator operate without failures. The reported problem could not be confirmed due to no failures were identified. Root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. Through follow-ups, customer stated that there was patient involvement; however, there was no harm to the patient or the user.